Manufacturer narrative:
Upon further review of this reported event, it was initially reported that the manufacturing date was on (B)(4) 2005", but the date should have read (B)(4) 2015".

Event description:
It was reported that , while in use on a patient, the cs300 intra-aortic balloon pump (iabp) presented with an auto-fill failure. There was no patient injury or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm), ran the iabp on a test balloon after check out. The stm performed several auto fills and started pumping on the test balloon. The stm did not receive any additional errors. The stm could not verify the reason for auto fill alarms. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented with an auto-fill failure. There was no patient involvement and no adverse event was reported. It is unknown under what circumstances the event occurred